Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08023. It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. The transseptal (tsp) crossing was performed without incident. After exchanging the tsp sheath for the watchman® access system (was) the physician advanced and engaged the laa with the 6f pigtail catheter. While positioning, the was in the laa, they noticed an accumulation of thrombus on the was. They immediately removed the pigtail catheter and aspirated several times with a 20cc syringe. After removing the thrombus, they resumed the procedure and positioned the was in the laa and advanced a 24mm watchman ® laa closure device and delivery system (wds) into the laa. They again noticed thrombus on the was and aspirated several times with the syringe. They removed the 24mm wds and aspirated through the was several times with the syringe. After removing the clot, they reinserted the 24 mm wds and attempted to deploy the device. The device was deployed too proximally and was partially recaptured. They noticed more thrombus on the was and aspirated through the wds using the syringe. They were unable to aspirate as effectively as they wanted, so they completed the recapture of the 24 mm device and removed the wds. They aspirated several more times, through the was with the syringe. When they were satisfied that they had removed the thrombus, they decided to abort the case. The physician removed the was and managed the groin without incident. It was noted the patient¿s activated clotting time was 304 seconds. The patient was receiving platelets during the procedure, but the physician was unsure as to whether this was the cause of the thrombus. The patient was stable throughout and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that they were giving the platelets because the patient had a low platelet count. She did receive the platelets during the case, and her activated clotting time was measured at 304sec after heparin was given.